Manufacturer narrative:
Patient sex provided. Device manufacture date was unavailable as the reported lot number in d10 was invalid.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, (B)(4). Device lot numbers are not available. Device manufacturing dates are dependent on lot numbers, therefore, unavailable. On 10/15/2015 a medtronic representative, following-up at the site, confirmed that both handles broke during the same procedure. Return requested for 2 ratcheting handles. No parts have been received by manufacturer for analysis. (B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, the metal cap, on top of two ratcheting handles in the navlock set, came off. A different ratcheting handle was brought in and used to continue the procedure. No further details regarding the damage, or how it occurred, were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.